Manufacturer narrative:
(B)(4). Investigation: after the split notification for the second rbc product, trima re-optimized the procedure and targeted the total volume of the second rbc unit 100 mls greater than expected. Field diagnostic/correction: the run data files (rdf) were analyzed by caridianbct support specialist and further investigation was given by trima r&d engineers. According to the rdf analysis, the equipment was within its safety parameters of collecting no more than 15% tbv. According to caridianbct r&d (B)(4), this issue resides in the control side of the software, which is always independently monitored by the safety side. The safety side of the software is continually monitoring all volumes in the procedure and would never allow the procedure to continue outside of the safety box limitation of <15% tbv. Root cause: software issue. Corrective/preventive action: a correction has been targeted for the 6.0.2 release of software. Conclusion: software issue.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. Incident: the customer reported that during a procedure where they initially chose amap plasma and then changed to a drbc product, the equipment collected 100mls more in the rbc product than was expected. The customer reported no adverse reaction by the donor, and therefore, no medical intervention performed. The customer would not provide age or date of birth.